Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 400mg/dl and she had ketones. Customer reported that she treated that with shots and blood glucose level came down. Customer reported that the insulin pump had damaged. Insulin pump will be returned for analysis and a replacement pump will be sent. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction.